Event description:
I use the dexcom g7 continuous glucose monitor. There is something wrong with this item, as the failure rate is unacceptable. Being able to receive accurate readings without disconnects, error messages, or just the sensor simply falling off during the 10-day sessions is incredibly rare. For instance, I had 3 fail in two days over this past weekend, finally pushing me to file this complaint. I see lots of similar issues in online forums, but nothing from dexcom or any regulatory agencies. I have the cgm (continuous glucose monitor) sensors, but dexcom is requiring that I send them to them to get replacements. This is the only cgm my insurance pays for, or I'd go back to the freestyle libre. Reference reports: mw5153969, mw5153971.